Event description:
Removal of endosseous dental implant. Implants were placed on (B)(6) 2011 in sites #21 and #23. Primary stability was achieved and osseointegration was not achieved. The clinician reports poor bone quality was involved in the event. The implants were removed on (B)(6)2011 due to mobility. Medical history: drug or alcohol abuse, pt a smoker.